Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment date. Treatment report showed no abnormalities that could have contributed to reported event. All settings were within range and specifications. The root cause could not be identified conclusively. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported problems with a patient's left eye when lifting the flap. Docking was normal. An uncut area in the middle peripheral area of the interface was found. The flap could be opened through manipulation with a hook. The surgery was completed the same day. The patient is expected to have a good outcome.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).